Manufacturer narrative:
Investigation results: the complaint of a break in the extension tubing was confirmed; however, the root cause could not be determined. One photograph and one 22g nexiva IV catheter were provided for investigation. The sample exhibited evidence of use. The extension tube fractured near the distal end of the blue luer adapter. A portion of the tubing remained bonded within the luer adapter. No damage associated with the manufacturing process could be confirmed due to the condition of the returned sample. Due to the evidence of use, it is possible that the tubing fractured in the clinical environment; however, the root cause could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port tubing separated/broke from hub. The following information was provided by the initial reporter: line placed (B)(6) 2025. On (B)(6) 2025, rn went into the patient room and found the IV pump paused and the tubing disconnected from IV and hanging over pump as well as tubing clamped when writer went in to do 2000 assessment. Patient moving thus could have broken from movement. When inspecting IV the cap had broken off from the tubing and could not be re-connected. As the piv is the new butterfly ivs could not be disconnected at a t piece, thus full piv needed to be removed and new piv will need to be inserted. Mon 03/10/2025: the results from the broken IV were that the patient required a new IV insertion. No further harm to the patient or staff.